Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump intermittently displayed a line across the pump screen. Additionally, the customer alleged that continuous glucose monitor (cgm) alerts were not being declared when they should have, and that incomplete bolus alerts occurred inappropriately. There was no adverse impact to the customer's blood glucose (bg) level. Customer provided bg value of 200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy, and also had manual injection supplies available.